Event description:
On (B)(6) 2010, pt reported the occlusion she previously experienced and reported occurred when she was using 2 different infusion sets. On (B)(6) 2010, pt reported she is currently in the hospital and received an e4 (occlusion) error while trying to deliver a bolus. Pt stated she has been in the hospital due to an infection. Pt reported the use of her infusion device did not cause or contribute to her infection. Pt stated she has been off of the infusion device for the past 3 days because she has been in the ICU and on an insulin drip. Pt reported when she woke up this morning her blood glucose was "over 400 mg/dl"; she has not taken any treatment because the doctor has not yet come to see her. Pt's normal blood glucose range is 80-120 mg/dl. Pt stated her blood glucose was within her target range on (B)(6) 2010. Pt reported her blood glucose is elevated because the insulin drip she has been on infiltrated and she was given an injection. Pt's current blood glucose reading was 475 mg/dl during the call. Pt reported she does not have anymore infusion sets and infusion site has been in use for the past 4 days. Advised pt the infusion site needs to be changed more often. Advised her to prime the device. Pt reported she attempted to prime the infusion device; received an e10 (cartridge error) alert. Had pt confirm the error and remove the insulin cartridge from the infusion device. Had pt perform a change the cartridge function, reinsert the insulin cartridge, and prime the infusion set; insulin emerged from the infusion tubing. Advised pt the infusion site needs to be changed. On (B)(6) 2010, the pt's endocrinologist called to request sample infusion sets sent to the pt. She believes the pt is experiencing site issues. Upon follow up with the pt, she stated she experienced an e4 error prior to hospitalization and her blood glucose was over 700 mg/dl. She was admitted to the hospital in diabetic ketoacidosis. Product was returned for evaluation.